Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the switch head was leaking. Also, evaluation found the distal end adhesive was lifting, switch #1 was worn, the scope connector had water ingress, the angles were straining, the up/down knob had play, and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the handle of the evis lucera elite colonovideoscope was leaking. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there were remnants of a white crystallized contamination believed to be a simethicone type produced in the auxiliary water tube. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated no high level cleaning was carried out, only bedside clean, as the scope was leaking did not progress passed leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in auxiliary water channel since the device was returned to olympus without completion of reprocessing at the user facility. The event can be prevented by following the instructions for use: "instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.